Event description:
The customer's mother reported that her son experienced high bg's (360mg/dl) within the second day of pod wear. She stated there was "some insulin leaking at the site" and that insulin could be smelled; at this point the pod was removed. Upon inspecting the pod, she noticed a kink in the cannula, though no alarm had been initiated. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.